Event description:
Code button was stuck on the meter. The patient has been having an issue with the button for the past four months. Recently contacted the hospital and they assisted with the meter. The patient's blood glucose test was taken on another device; however, does not recall the reading. The patient was not treated at the hospital. Customer service reviewed the functionality of the code button and the issue was not resolved.